Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the hypotube was identified to be separated. The balloon was inflated and held pressure with no rupture. The reported balloon rupture could not be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric, de novo, 90% stenosis in the coronary lesion. Reportedly, the 2.5 x 15mm rx trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during first inflation at 6 atmospheres. A second 2.5 x 15mm nc trek balloon catheter was used to complete pre-dilatation. The procedure was completed after deployment of a stent. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.